Event description:
It was reported that the right ventricular lead had high impedance and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: c154dwk implantable cardioverter defibrillator (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the exposed rv defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, the distal electrode rv was covered in body tissue/fibrotic growth, the distal electrode svc was covered in body tissue/fibrotic growth, and the outer insulation of the lead was extrinsically breached due to a tear.

Event description:
It was reported that the right ventricular lead had high impedance and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.